Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 25-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 25-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime: 04/25/2024 00:00:00.000. Dailytotalofallinsulindelivered: 572000 (57.2 u). Dailytotalofbasalinsulindelivered: 205000 (20.5 u). Dailytotalofbolusinsulindelivered: 367000 (36.7 u). 04/25/2024 00:23:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 83000 (8.3 u). Bolusamountdelivered: 83000 (8.3 u). 04/25/2024 07:54:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 84000 (8.4 u). Bolusamountdelivered: 84000 (8.4 u). 04/25/2024 10:46:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 54000 (5.4 u). Bolusamountdelivered: 54000 (5.4 u). 04/25/2024 11:08:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8000 (0.8 u). Bolusamountdelivered: 8000 (0.8 u). 04/25/2024 17:19:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 44000 (4.4 u). Bolusamountdelivered: 44000 (4.4 u). 04/25/2024 19:56:16.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 36000 (3.6 u). Bolusamountdelivered: 36000 (3.6 u). 04/25/2024 19:59:49.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 13000 (1.3 u). Bolusamountdelivered: 13000 (1.3 u). 04/25/2024 22:06:23.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 45000 (4.5 u). Bolusamountdelivered: 45000 (4.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 25-apr-2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/20/2024 06:50:19.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 04/24/2024 15:54:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: 04/20/2024 10:25:00.000. Replace battery alert was recorded and found in the formatted history file on: 04/20/2024 10:25:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 04/20/2024 20:27:00.000. 04/20/2024 20:27:00.000. Power loss alarm was recorded and found in the formatted history file on: 04/20/2024 21:54:34.000. Earliest power data available per the power management tool/detail trace file is on 01-may-2024 at 9:53:00 am. There was no power data available for the date of 20-apr-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. However, a loose metal contact was noted due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Battery cap broken/cracked/damaged was not confirmed. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the case (battery cap top of pump to the back) of the pump during analysis. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged. The customer reported blood glucose value of 316 mg/dl. The customer reported hyperglycemia, malaise, headache, pain, treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-386a, mmt-332a, mmt-1880. Troubleshooting was initiated but later declined by the customer. Customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the automode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-386a. No product return is required for mmt-332a. Customer will discontinue the use of the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.